Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their insurance denied the request for removal, so they are hoping the doctor will be able to appeal it and get it approved. The patient indicated they would update the status once they know.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they had lost a lot of weight, and the devices were protruding out more, and they wanted to have them removed. The patient indicated that this started at least in november of last year 2024. The patient stated they would be seeing a new hcp on(B)(6), 2025 to remove both ins. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.